Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The customer reported that while trying to reattach the micro clave connectors, they were found to be clogged. There were no adverse events or additional medical procedures reported.

Manufacturer narrative:
This supplemental report is being filed because the product's name and rpn were not included in the previous report. Product name: cook spectrum minocycline/rifampin impregnated five lumen central venous catheter set. Rpn: c-uqlm-1001j-rsc-wce-abrm-hc-rd.